Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the right ventricular (rv) lead. Programming options were discussed and the lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the diaphragmatic stimulation had persisted and additionally that the lead was exhibiting t-wave oversensing (twos) post-biventricular pace.